Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump was removed due to an infection at the pump site. The patient had presented to the clinic with an abcess in her abdomen and insisted the pump be removed. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.